Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine procedure to upgrade the cardiac resynchronization therapy pacemaker (crt-p) system to a cardiac resynchronization therapy defibrillator (crt-d) system, a venogram revealed the venous anatomy was occluded and the low-voltage right ventricular (rv) lead required laser extraction to gain access. It was noted the procedure was several hours long and the patient lost over one liter of blood during the extraction. The patient required medication to manage hypotension and the blood transfusion and was subsequently transferred to the coronary care unit at the end of the procedure. The patient was noted to be stable the following day. No further patient complications have been reported as a result of this event.